Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to a peripheral interventional procedure. Reportedly, the knot came out of the artery. It's believed the needles did not capture the vessel. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f. Hemostasis was achieved with a second device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Clarification: hemostasis was achieved with the sutures of the two pre-placed proglide sutures.

Manufacturer narrative:
The device was returned for analysis. The reported ¿knot came out of the artery¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.